Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc unable to connect to luer connection and leaking. The following information was provided by the initial reporter: angio 22g lot number ending in 9757 are not screwing on normally and thus causing leaking. They noticed this happened a couple of times last week (it happed to me as well-though it was user error).

Manufacturer narrative:
Investigation results: the complaint of damaged luer fittings and a leak could not be confirmed from the nine representative 22ga insyte autoguard bc units that were received in sealed packaging from lot: 4129757. A functional test revealed no leaks in the devices. A visual inspection showed no damage to the threads that may have contributed to the reported event. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.